Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the in-house testing history of strip lot 385940a was performed. In-house testing on the strip lot met release criteria and the product performed as expected. The manufacturing records for the lot were reviewed and the lot met release specifications. An improper technique was identified in the complaint. This could not be ruled out as a cause for the unexpected result. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The patient reported four unexpectedly low inratio inr results: (B)(6) 2016: inratio inr result= 1.0, (B)(6) 2016: inratio inr result= 0.9, (B)(6) 2016: inratio inr result= 0.7, (B)(6) 2016: inratio inr result= 1.2. No information on confirmatory testing available. Therapeutic range: 2.0 - 3.0. The patient reported performing fingerstick prior to meter prompt, milking of the finger, not immediately applying sample, and touching finger to sample well.